Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time, post filter deployment, it was alleged that the filter tilted, struts perforated into organs and embedded in the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time, post filter deployment, it was alleged that the filter tilted, struts perforated into organs and embedded in the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two months later, computed tomography of abdomen pelvis without contrast was performed since the patient reported with abdominal pain. An inferior vena cava filter was in place. This was located at the distal bifurcation of the inferior vena cava. After ten years and four months, computed tomography of abdomen, pelvis was performed at an outlying facility. The study showed that the filter was positive for caval perforation. Superior extent of infrarenal inferior vena filter was seen at the superior portion of l4 vertebral body and inferior margin of caval filter was seen at superior l5 vertebral body. The inferior portion of the caval filter was extending into the right and left common iliac veins. Five prongs had perforated the inferior vena cava and maximum distance of the prong perforation was measured to be 11 mm. An 8 degree tilt of the filter from left to right and 5 degree tilt of the filter from anterior to posterior were observed. It was also noted that a single prong had perforated the left common iliac artery. Therefore, the investigation is confirmed for perforation of the inferior vena cava and filter migration. However, the investigation is unconfirmed for filter tilt as the medical records state that 8 degree coronal tilt and 5degree sagittal tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: (expiry date: 07/2010). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.